Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, serial# (B)(6), sigphandle, sig power sigphandle handle, serial# unknown sigpshell, sig power sigpshell control shell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right inferior thoracoscopy resection procedure, after forming the interlobar space, when the su rgeon approached the powered handle to separate the pulmonary artery (the insertion artery) from a-7 to a-10, the reload came off the adapter when it was pushed at an excessive angle. The device was set-up again and checked the opening and closing, so the surgeon approached the same blood vessel. The blood vessel was caught at an angle that was not excessive and started firing, however, less than a second after starting, it made an abnormal noise and the reload made a flexing movement. It was recognized that it would twitch the moment it was fired, and it was thought that it might be something like that, it was confirmed that the knife had not reached a single mark, so it was returned and released. After using it in a previous surgery, it was difficult to pull out the cartridge (the unload button would not pull down), and it seems that the part was physically destroyed when it was forcibly pulled out. There was no patient injury.